Event description:
Event: patient death. Case detail: it was reported that the patient was treated for the occlusion of the right iliac artery three years after the implant procedure. Multiple attempts to resolve the occlusion with a balloon were unsuccessful, the patient expired. Cause of death was not provided.